Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experience hyperglycemia. Customer¿s blood glucose level was 540 mg/dl and treated with manual injection. Customer stated that the part that holds the cannula through away from adhesive, the adhesive was still on the skin. Customer declined troubleshooting for high blood glucose. It was unknown that the customer was using auto mode feature. The devices will not be returned for analysis.